Event description:
It was reported: we had to recut the tibia. The tibia block did not take enough tibia off.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.